Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets leaked due to holes in the tubing. This was observed during set up. New tubing was used to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: one (1) device was received for evaluation. A visual inspection was performed, and a leak was not observed, however, an incorrect assembly of the tubing into the first y-site clearlink was identified. Pressure testing and clear passage underwater testing were performed, and the results were not satisfactory and confirmed the reported defect due to an improper manual assembly of the tubing into the first y-site clearlink. The reported condition was verified. The causer of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.